Event description:
On 02-jan-2026, it was reported by a sales representative via (B)(4) that an ar-200m motor is getting extremely hot during use. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Findings: bearings worn out, rough/noisy. Corrective measures: motor needs complete cleaning. Affected parts need to be replaced, load and final test. Fib.